Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The customer did not require assistance from a third party. Technical support instructed the caller through multiple steps to address the occlusion alarms, which continued to recur until they advised replacing supplies and resuming insulin therapy.